Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A watchman ® laa closure device was successfully implanted. The patient had a 45-day follow up transesophageal echocardiogram and no thrombus was noted. At the patient¿s six month follow up, a thrombus was noticed. The patient was asymptomatic.